Manufacturer narrative:
Code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Code d10: code used to capture patient being potentially allergic to the contrast agent, therefore, positioning of device could not be accurately assessed during the initial procedure. As the device remains implanted, no engineering analysis could be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2016, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2020, distal migration of the trunk-ipsilateral leg component, and enlargement of aneurysm were confirmed during a follow-up examination. It was later reported that the trunk-ipsilateral leg component migrated 58 mm and amount of aneurysm enlargement is unknown. On (B)(6), 2023, additional four aortic extender components were placed on the proximal side of the excluder. The physician stated that in 2016, the patient could be allergic to the contrast agent, and the landing position could only be confirmed with carbon dioxide angiography. It seemed it was not firmly positioned on the proximal landing zone.

Manufacturer narrative:
Engineering evaluation was performed, the following was reported: the engineering evaluation was performed based on what was reported to gore and a case report attached to the event as the device was not returned for analysis. A sketch of a device in the case report shows the proximal end 58 mm from renal arteries. However, no intraoperative images were provided to confirm the position shown in the sketch. The instructions for use (IFU) states: the gore® excluder® aaa endoprothesis is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and post-operative follow-up imaging. The physician¿s observation of a 58 mm migration of the trunk-ipsilateral leg component and aneurysm enlargement could not be confirmed. The likely cause for the reported 58mm migration and aneurysm enlargement could not be determined with the available information. However, as reported the device may not have been firmly positioned on the proximal land zone during the initial procedure potentially due to inadequate imaging / lack of contrast use.

Manufacturer narrative:
H6: code d1001 used to capture patient being allergic to the contrast agent, therefore, positioning of device could not be accurately assessed during the initial procedure.